Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cables were loose between the proximal pullies. The clevis did not exhibit any damage or wear marks. There were no other damage cables at the wrist. Failure analysis also found that the distal end of the instrument main tube had various scratch marks with light material removal. Scratches ranged from .048 through .269 in length and were not aligned with the tube axis. It was concluded that the deep scratches on the main tube was likely due to mishandling/misuse. There were no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci system surgical procedure, a loose wire was noted at the distal end of the prograsp forceps instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.